Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags, only the complaint documentation. Visually the sample was dislodged from the cannula, indicating a burst. There are possible causes that may explain the failure "balloon pierced". One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid or 15 cc of air may increase the possibility of a burst. Another possibility unintentionally pushing or pulling of the balloon may help in the dislodging of the balloon. At this time there are no other complaints related to lot number 73b1500438 that may indicate a trend or an issue involving this lot.

Event description:
Alleged event: it was reported that if the camera is skewed, the balloon pierces. The patient's condition was reported as fine.

Event description:
Alleged event: it was reported that if the camera is skewed, the balloon pierces. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot #73b1500438 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags, only the complaint documentation. Visually the sample was dislodged from the cannula, indicating a burst. There are possible causes that may explain the failure "balloon pierced." One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid or 15 cc of air may increase the possibility of a burst. Another possibility unintentionally pushing or pulling of the balloon may help in the dislodging of the balloon. Due to the condition of the sample upon arrive no functional test could be performed. However , complaint was able to be confirmed visually. Visually the sample was dislodged from the cannula indicating a burst. Over inflation or unintentionally pushing or pulling of the balloon were identified as possible causes for the balloon bursting. At this time there are no other complaints related to lot number 73b1500438 that may indicate a trend or an issue involving this lot.

Event description:
Alleged event: it was reported that if the camera is skewed, the balloon pierces. The patient's condition was reported as fine.